Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not opened. A field service engineer (fse) found that tower door 2 would not open and produced no clicking sound, and a maintenance support error message was displayed. The tower center column was opened, and all 8 doors were verified to be properly connected to both door boards. The test application showed tower door 2 as open while it was physically closed. The latch harness cable was reinstalled into the door board to correct the door status display. The tower door test application was run again, and all tower doors tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was not opened. Customer stated that door did not sound like it was trying to open because there was no clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.